Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the left anterior descending (lad) artery. After 6f convey¿ left ebu 3.5 guide catheter was inserted, a 3.50mmx28mm promus premier¿ stent delivery system (sds) was used to treat the lesion. The balloon of the delivery system was inflated over rated burst pressure at 18 atmospheres (atms) and was then deflated. Fluoroscopy was performed and revealed that all contrast was evacuated out of the balloon and the stent was successfully deployed. When the physician tried to pull the sds back into the guide, it was noted that the device became stuck at the distal end of the guide. Under fluoroscopy, the sds remained stuck in the guide. The physician decided to pull everything out of the patient¿s body. Extra force was done to pull the sds into the guide catheter. When the device was removed, it was noted that the distal end of the sds was bunched up. The procedure was completed with this device. No patient complications were reported and the patient¿s status was fine.